Event description:
It was reported that the lead was capped due to insulation anomaly.

Event description:
New information received notes that diagnostic imaging revealed externalized conductors.

Manufacturer narrative:
No medwatch form was received.